Manufacturer narrative:
The device was received for investigation, d9 updated. Once investigation results are provided a supplemental report will be submitted

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. A small kink was observed in the returned product. Low pump flow: after reviewing the logs, multiple suction alarms and impella in aorta alarms were observed. The cause of low pump flow was most likely due to cannula being kinked in relevance to patient condition (aortic stenosis). Product damage (cannula kink): the cause of the product damage cannula kink was most likely patient condition related since it was due to aortic stenosis. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported patient had placed a cp pump to support the patient admitted in with medical and cardiac history/comorbidities. The pump was placed but kinked attempting to cross the valve and the cp was replaced, as the kinked pump also had low flows.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.